Event description:
Director of sales training and development reported a pump replacement due to the patient having unrelieved pain and underinfusion volume discrepancies. A dye study was also performed and was determined to be non-conclusive. For the underinfusion, it was confirmed that most, if not all, of the reservoir volume was aspirated. The pump was explanted and replaced.

Manufacturer narrative:
Pending completion of device analysis and review of device history record.internal complaint number: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue was found with this pump. Internal complaint number: (B)(4).